Manufacturer narrative:
On (B)(6) 2016 ceramtec provided a document review of the implants involved in this complaint (ceramic liner & ceramic ball heads, not marketed in USA) and commented as follows: the component properties and microstructures as obtained from the quality documents accomplish the requirements as specified at the time of production. There are no indications of any pre-existing material defect or non-conformities regarding sterilization. On (B)(6) 2016 the medical affairs director performed a clinical evaluation and commented as follows: according to the report, this is a secondary infection on tha after approx. 3 years. Images supplied are compatible with this hypothesis, there is no reason to suspect that the problem was originated by a faulty device. Batch reviews performed on (B)(6) 2016. Lot 125040: (B)(4) items manufactured and released on 07 february 2013. Expiration date: 2017-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Versafitcup cc light acetabular shell ø 46, code 01.26.46mbtl, lot. 124707 (not marketed in USA) the (B)(4) items manufactured and released on 14 january 2013. Expiration date: 2017-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On (B)(6) 2016 it was prepared a final report with the information submitted in this initial report. On (B)(6) 2016 the report was sent to the initial reporter and the case was closed. Not available.

Event description:
Patient returned to surgeon with pain. X-rays revealed radiolucency. Patient had a cortisone injection in 2015 and has shown infective symptoms since. Revision planned due to suspected infection.